Event description:
As reported by the user facility: event 2: details of complaint (reported issue): leaking cytotoxic product on floor during use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal complaint reference: case-(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two photographs depicting the location of the reported defect and the packing info were returned for evaluation. A visual examination was performed on the two photographs returned and it was noted that the photos depict a pen pointing out the location of the leakage and a small droplet of the fluid was noted on the silicone tubing found in the pump segment. Unfortunately, without a physical sample to determine the exact location of the leakage a proper evaluation was found to be difficult. The second photograph returned confirms the lot info provided. Based on the evaluation results, the reported defect of leakage was confirmed. Although the defect of leakage was confirmed on the pump segment, the exact root cause of the leakage was not able to be determined without the defective deice. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.